Event description:
Patient status post acdf implantation returned to surgeon for post op visit. An x-ray showed one screw at level c7 was backing out of the plate. Surgeon revised the patient and removed two screws, surgeon noted the other screw was loose. Surgeon revised the patient and removed two screws, surgeon noted the other screw was loose. Surgeon revised to one new screw, the plate was not explanted.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture without a lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record could not be requested.